Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced erosion. It was observed that the left cylinder had eroded through the glans. As a result, the left cylinder was explanted and the tubing was closed off using a metal cap. No further patient complications were reported.